Event description:
It was reported that a pump declared an altitude alarm, causing the customer¿s blood glucose level to exceed 500 mg/dl and display as "high." The customer took corrective action by administering a correction injection using multiple daily injections (mdi) and was not incapacitated by the glucose level. Technical support instructed the customer to clean the speaker holes, remove and reconnect the cartridge, and eventually load a new one. However, the alarm recurred after resuming delivery with a new cartridge. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.